Event description:
On 2/14/95 pt went into v-fib. System alarmed correctly. Pt has aicd which converted the v-fib. The pt went back into v-fib and the system did not alarm. The beat labels were inappropriate. The software did not correctly label the v-fib and torsade beats.